Event description:
Rptr writes, "I am writing to report a serious and continuing problem with a medical laser. I have had problems since the laser was first delivered to my office in july 1998. The laser does not deliver the required output for recommended treatment parameters and subsequently does not deliver the therapeutic results represented in their training courses, manuals, pt brochures and instructional videotapes. Most importantly, the laser is unreliable and dangerous, and at times has caused burns to my pts when used within recommended treatment parameters. The MFR apparently is not concerned with these problems and has refused to let me return the laser to them for eval. They have actually rebuilt the laser head in my office twice. On the second svc call to rebuild the head, the laser tech told me the laser had not been delivering the minimum wattage for treatment as per the MFR's specifications. After many months of having the laser not performing properly, down, and causing pt dissatisfaction and injury, I tried repeatedly to return the laser through the leasing co, which takes no responsibility for the condition, safety or efficacy of the laser and will not intervene on my behalf with the MFR. I have spoken with other physicians who have reported similar problems with their hgm lasers, and who have had similar unsatisfactory experiences in getting resolution. It appears that these lasers are being represented, sold and leased without the appropriate concern for their safety and efficacy, as one would expect from an ethical medical device MFR. This very short-term approach to laser sales severely undermines physician confidence and pt safety and exposes pts to lack of results and/or injury and physicians to loss of pt confidence and good will, loss of referrals, and malpractice suits. With the leasing co and MFR both refusing to help me in resolving this issue, I turn to you to advise me on an appropriate course of action. One single physician's resources are certainly not sufficient to force either the leasing co or the MFR to deliver a more reasonable response to these grave concerns."